Event description:
It was reported that, "partial hardware removal with an add'l 4 level fusion. Dr (B)(6) was backing out the blockers and removing the rods when he realized the tulip of a xia 3 7.5 x 45 screw was partially removed from the screw itself. The screw was removed from the pt and replaced with a new xia 3 7.5 x 45. The surgery was successful. No add'l time was needed."

Manufacturer narrative:
Method: complaint history analysis and risk assessment. Results: the screw was discarded and its serial number is unk thus it is not possible to perform any add'l investigations including a full complaint history and risk documentation review. Previous records for tulip disengagement identified over-load and insufficient engagement of screw into screwdriver as major causes contributing to the failures. Risk assessment: the surgery was completed successfully with no significant delay. No adverse consequences were reported. Conclusion: without visual inspection of the screw it is not possible to make any definitive conclusions about the failure mode.